Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 2.7 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that surgical intervention occurred as there was a partial explant of the catheter on (B)(6) 2017. No environmental/external/patient factors that may have led or contributed to the issue were reported. It was indicated that the partial explant would be returned. It was noted that at the time of the report the patient status was ¿alive ¿ no injury¿ and that the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the representative on 2017-jan-27. It was reported that ¿as previously reported¿ the catheter could not be aspirated by the pain management physician. It was unknown if the patient experienced any symptoms related to the event. It was unknown if any other troubleshooting/diagnostics were performed prior to the partial explant.